Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with noise along with high ventricular rates on their right ventricular lead, indicative of oversensing. The noise was not reproducible with isometrics. No intervention was reported. The patient was stable throughout.